Manufacturer narrative:
The customer reported that the cns will not sound out any alarms. The customer has checked the speaker and it works. The customer attempted to reboot the unit to resolve the issue, but now the unit is stuck in a loop in which it reboots every time it tries to launch the application. Technical service (ts) informed the customer that it is possible that the hard drives might have failed. The customer also mentioned that this is affecting the rns as well. The customer rebooted the rns and it botted back up just fine, just not getting any sound. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) will not sound out any alarms.